Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, the sensor applicator was damaged out of package and thought to be from shipping. Patient attempted putting it back together as it was in two pieces. Then attempted inserting the sensor and stated that the wire was sticking it out of the wrong end. No additional event or patient information is available.